Event description:
It was reported that the rotation speed was not stable. A ce rotablator was selected for use. During the procedure, the device could not switch between high and low speeds in normal mode. The set rotational speed was 160k rpm however, speed was observed above 227k. The procedure was completed with this device. There were no patient complications.